Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): manufacturing location: monument manufacturing date: 18-dec-2021 expiration date: 01-dec-2031 part number: 04.037.024s, 10mm/125 deg ti cann tfna 340mm/right- sterile lot number: 554p562 (sterile) lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 494p642 lot quantity: (B)(4). Sixteen pieces were scrapped in cell for an undersized part thickness. Production order traveler met all inspection acceptance criteria apart from the sixteen pieces noted. Inspection sheet met all inspection acceptance criteria apart from the sixteen pieces noted. Part number: 04.037.912.2, lock prong, 125 degree tfna lot number: 437p850 lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Part number: 21127, timoagri16.00 lot number: 75p6827 lot quantity: (B)(4). Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company dated 02-oct-2020 and certificate of test supplied to perryman by howmet castings dated 31-oct-2019 were reviewed and determined to be conforming. Lot summary report dated 10-nov-2021 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h6: the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed that tfna fem nail ø10 r 125° l340 timo15 was observed broken in middle of the hole head, and a bone fracture is observed near the femoral head. A tfna helical blade perf l80 tan and lockscr ø5 l36 f/nails tan light green are visible and appear to be implanted in the bone without signs of breakage. It's possible that this event occurred due to unintended forces applied to the alignment system, improper tightening of the devices from the beginning of the procedure, or even incorrect placement of the guide from the beginning, or even a multifactorial event where the stress conditions applied to the device by the patient's weight or the quality of the bone could lead to the reported condition. The tfna surgical technique guide was reviewed. Following relevant statements were found. Instructions: - pass the helical blade impactor assembly through the guide sleeve and align the red line on the impactor shaft with the red line on the guide sleeve. Advance the helical blade as far as possible by hand. - in the final position the yellow line on the guide sleeve is in alignment to the yellow line on the impactor. Precautions: - image intensifier should be used during helical blade insertion to monitor positioning. - assure that the guide wire is in place while inserting the helical blade to prevent the cannulation from clogging, impeding an optional augmentation procedure. - the tfna nail is not intended to be full weight-bearing in patients with complex unstable fractures until sufficient bone consolidation is confirmed in the follow up x-rays. - conditions that place excessive stresses on bone and implant such as severe obesity or degenerative diseases, should be considered. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 r 125° l340 timo1 would contribute to the complained device issue. Based on the investigation findings, a root cause cannot be determined and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10 therapy date: (B)(6) 2023. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in belgium as follows: it was reported that a tfna hip nail surgery was carried out on (B)(6) 2023 for a long intertrochanteric fracture without any complications. During a check-up on (B)(6) 2023 a control x-ray was carried out and it was noted that the tfna nail had broken around the helical blade hole. This indicates a post-op failure of the implant, which is highly abnormal after 2 months. Patient consequence: impaired mobility and moderate pain, revision surgery was carried out on (B)(6) 2023, a new tfna nail with larger diameter was placed. This report involves one (1) 10mm/125 deg ti cann tfna 340mm/right - sterile. This is report 1 of 1 for (B)(4).